Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the clinical study, post-operatively, the patient presented after one year for a scheduled follow up and reported that they had a recent coughing attack and felt a worm-like protrusion in their upper abdomen. The patient felt the sensation when abdominal muscles were contracting with coughing, laughing, or sneezing. A diagnostic ultrasound performed on (B)(6) 2025 showed fat containing supraumbilical ventral hernia. The patient had a ventral hernia recurrence. The sponsor assessed that the adverse event was not related to an outside standard of care cip procedure and the study mesh, but has causal relationship to the study procedure. On the other hand, the investigator assessed that the adverse event was not related to an outside standard of care cip procedure, but has causal relationship to the study procedure and the study mesh.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the clinical study, post-operatively, the patient presented after one year for a scheduled follow up and reported that they had a recent coughing attack and felt a worm-like protrusion in their upper abdomen. The patient felt the sensation when abdominal muscles were contracting with coughing, laughing, or sneezing. A diagnostic ultrasound performed on (B)(6)2025 showed fat containing supraumbilical ventral hernia. The patient had a ventral hernia recurrence. The sponsor assessed that that the adverse event was not related to an outside standard of care cip procedure and the study mesh, but has causal relationship to the study procedure. The site assessed that the adverse event is not related to the study procedure nor the study mesh. On the other hand, the investigator assessed that the adverse event was not related to an outside standard of care cip procedure, but has causal relationship to the study procedure and the study mesh.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the clinical study, post-operatively, the patient presented after one year for a scheduled follow up and reported that they had a recent coughing attack and felt a worm-like protrusion in their upper abdomen. The patient felt the sensation when abdominal muscles were contracting with coughing, laughing, or sneezing. A diagnostic ultrasound performed on (B)(6) 2025 showed fat containing supraumbilical ventral hernia. The patient had a ventral hernia recurrence. The investigator and sponsor assessed that the adverse event was not related to an outside standard of care cip procedure but has causal relationship to the study procedure and the study mesh.